Event description:
It was reported that the patient last communicated successfully with the implant four weeks prior to report. It was noted that the recharger and patient programmer did not communicate. The caller was trying to get in touch with a manufacturer representative. The caller was the patient¿s nurse/health aid. It was noted that the caller was directed to the healthcare professional (hcp) for potential overdischarge troubleshooting. It was later reported than an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the manufacturer representative initially called with the patient on the line and it was noted that the patient¿s implant ¿was not working¿ for the ¿past month.¿ the caller mentioned seeing a ¿face on the screen.¿ the manufacturer representative noted that the patient did not confirm if it was a doctor¿s face. The caller could not remember the details of the screen. It was determined that there was likely an overdischarge situation. At that point, the manufacturer representative stated he would call the patient to discuss options. The manufacturer representative was notified of the issue on the date of report. It was later reported that the patient called three days prior to (B)(6) 2014 and it was thought that the battery was in overdischarge. The manufacturer representative stated that the battery was not overdischarged. The manufacturer representative helped the patient (B)(6) 2014 and the battery was three-fourths full. It was noted that the recharger indicated that the ins was three-fourths full.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).